Manufacturer narrative:
D1. Brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4. Detailed product information was not provided to bsc. We completed a good faith effort to obtain information. If additional information becomes available, a supplemental report will be submitted.

Event description:
Reported via watchman patient call center. It was reported that cardiac perforation occurred. On an unknown date several years ago, a patient reports going in for a left atrial appendage closure (laac) procedure and waking up 10-days later. The patient reports there was a cardiac perforation that occurred and the device was surgically explanted. The patient reports her left atrial appendage was also removed. Despite the device removal and surgery, the patient reports she is doing well.